Manufacturer narrative:
Additional information was received that the patient was treated surgically post procedure.

Event description:
As reported by the edwards lifesciences affiliate in germany, after difficulty with tsp and suboptimal height of tsp, due to a mobile septum, gaining height maneuvers were required. However, the maneuvers were not successful, and the steerable catheter was maneuvered with difficulty as well. None of the grasps led to a sufficient reduction and issues were faced while maneuvering in the medial portion of the valve. Ultimately the device was removed, and a potential lesion was seen in segment p3 thought to be caused by device maneuvering. There was no flail. The mitral regurgitation (mr) did not change from baseline of 4.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for " leaflet damaged while capturing" was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests procedural factors likely contributed to the event. Per information provided, physician assumed that an optimization maneuver might have been the root cause as while optimizing the posterior leaflet the second implanter accidentally raised the wrong clasp (anterior) while it was under a lot of tension. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed